Event description:
The following was reported: "the unit is not able to maintain proper pressure during irrigation or suction. Even after increasing the pressure setting, it is unable to regain the set pressure." No negative impact in state of health reported.

Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).